Event description:
The customer reported that the system froze up during use. The system also exhibited the inability to save patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge representative performed an onsite investigation. The disc reader was evaluated and replaced. The system was tested and found to be working as intended and returend to service.